Manufacturer narrative:
Unit passed basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected no delivery alarms were noted. Unit received with missing segments due to cracked zebra connector at lcd board. Unit received with minor scratches on lcd window and reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during a bolus. He changed the infusion set but the insulin pump continued to alarm no delivery. Customer's blood glucose level was 559 mg/dl. The insulin pump had a big blank spot on the home screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.